Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired a couple of days after the implant procedure. There is no known allegation from a health professional that suggests the death was related to the system. It was reported that the cause of death was cardiac failure. No further information is available at this time.

Manufacturer narrative:
(B)(4).